Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13b08087 and h13b12071. All release criteria were met prior to the release of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with antibiotics and is recovering.